Event description:
It was reported that 2 hours post implant procedure, the patient experienced cardiac tamponade. It was also reported that the left v entricular (lv) lead had possibly perforated the heart. Pericardiocentesis was done with a positive outcome. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).